Manufacturer narrative:
Serial number not provided. . A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported an issue with some beds not receiving the pop-up alarm windows. The device was in use monitoring patients. There was no report of any adverse to patient or user.